Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have impact damage to the lcd, a cracked tank cover and faded line cord. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no issues were identified during this DHR review. Device underwent functional testing by filling tank with water, attaching temperature check, plugging in line cord, and turning on power switch. No leaking was found as a result. The reported customer complaint has been confirmed however as a result of the cracked cover, and the problem source has been determined to be other.

Event description:
Information was received indicating that a smiths medical fluid warmer had a cracked case causing leaks. No adverse events were reported.